Event description:
Product description: bact/alert® I fn plus culture bottles are used with the bact/alert® microbial detection systems in qualitative procedures for enhanced recovery and detection of a variety of anaerobic and facultative microorganisms. The laboratory is responsible for validating the bact/alert® system and culture bottles for their testing purposes. Complaint description: an industry customer in the united states notified biomérieux of a false positive result in association with the bact/alert® ifn plus (ref (B)(4), lot 0004057999, expiration date 13 oct 2022) when testing an advanced therapy medical product (atmp) sample. The customer said that at day 14 the bottle was presumed negative as it was in the negative bottle count on the bact/alert screen but was not unloaded on that day due to time constraints. The customer mentioned that according to the unload report the instrument appears to have re-read the bottle at day 16 as positive. The customer said that they had looked at the graphs and saw no increase in reflectance which is not consistent with a positive bottle. The customer reported that they had sub-cultured the bottle and obtained no growth. The customer said that the bottle was in the instrument past its expiration date (unloaded on 20 oct 2022). There is no indication or report from the customer that this event led to or contributed to any death, serious injury, or serious deterioration in the state of health for any patient. The impacted product reference (bact/alert® ifn plus ¿ ref. (B)(4) is not an ivd product; however the bact/alert® fn plus ¿ ref. (B)(4) is the same formulation and is an ivd. An investigation has been initiated.

Manufacturer narrative:
Following the instrument false positive result observed by the customer an investigation has been carried out at biomèrieux manufacturing site. The investigation involved reviewing the bottle graph and bact/alert 3d instrument data backup provided by the customer. The backup shows the correct algorithm #20 was in use for bottle nih6kcrw, and the incubation temperature setpoint was 32.5° c. 1. Bottle loaded and tested for 14 days. 2. Bottle flagged negative at 14 days; user did not unload final negative bottle when it flagged negative. 3. Bottle flagged positive at 16 days, customer subcultured and no growth was present. Biomérieux reviewed the backup. The backup did show that there were no instrument issues, bottle movement or temperature events that caused the bottle to turn positive. This false positive could be sample related as the instrument log files did not record anything that would point to the instrument as the problem. The bottle readings were extracted and graphs using the gcs algotool, the readings show a slow upward trend after about 7 days. Then around 16 days, there is a jump upward in the readings. The root cause for this increase is unknown. Three other bottles loaded at the same time in adjacent cells do not show this change in their graphs. Biomérieux investigation was unable to determine a definitive root cause of the discrepant positive result observed by the customer but it could not rule out that it is associated with a use error, the customer not unloading the bottles once it was flagged negative. The instrument still processes bottle readings when the bottle flags negative and the result could change to positive as the technology is described as continuous reading in both the instrument and bottle instructions for use. Biomérieux has entered an internal change request to update the bact/alert 3d b.50 user manual (514818-1en1) to alert the user that when a bottle flags negative the readings are still processed until the bottle is removed from the instrument. Biomérieux recommends that when the bottle flags negative, the customer should unload as soon as possible.